Manufacturer narrative:
Device evaluated by manufacturer: examination of the device revealed that the stent was returned without the delivery system. The stent was bunched at one end and the stent struts were misaligned. No issues were noted with the stent protector. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device (B)(4) relate to component (B)(4). (B)(4).

Event description:
It was further reported there was no significant tortuousity in the vessel. It was not extremely tortuous as previously reported. Also, crossing difficulties were not encountered when advancing the 28x3.5mm veriflex sds.

Event description:
Same case as MFR#:2134265-2011-02078. It was reported that during preparation for a stenting treatment procedure, stent dislodgement occurred. The 85% stenosed target lesion was located in the minimally calcified, extremely tortuous right coronary artery (rca). Without predilating the lesion, a 28x3.5mm veriflex stent delivery system (sds) was advanced, but it was difficult to cross the bend in the mid rca. The device did reach the lesion, however, the stent moved distally on the balloon, towards the tip. It did not dislodge and it was possible to deploy the stent in the target lesion with the veriflex delivery balloon. Next, a 20x3.5 veriflex sds was advanced and the stent was deployed in the proximal rca without incident. Lastly, a 12x3.5mm veriflex stent delivery system (sds) was being prepped and the stent dislodged when the mandrel was removed. The stent appeared damaged. The procedure was completed with a different device. There were no patient complications and the patient's status is fine.

Event description:
Same case as MFR#:2134265-2011-02078. It was reported that during preparation for a stenting treatment procedure, stent dislodgement occurred. The 85% stenosed target lesion was located in the minimally calcified, extremely tortuous right coronary artery (rca). Without predilating the lesion, a 28x3.5mm veriflex stent delivery system (sds) was advanced but it was difficult to cross the bend in the mid rca. The device did reach the lesion, however, the stent moved distally on the balloon, towards the tip. It did not dislodge and it was possible to deploy the stent in the target lesion with the veriflex delivery balloon. Next, a 20x3.5 veriflex sds was advanced and the stent was deployed in the proximal rca without incident. Lastly, a 12x3.5mm veriflex stent delivery system (sds) was being prepped and the stent dislodged when the madrel was removed. The stent appeared damaged. The procedure was completed with a different device. There were no patient complications and the patient's status is fine.